Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation type code and h6 component code were updated accordingly based on the completed investigation. The cause of product damage cannot be determined since no product was returned and insufficient clinical details were provided.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. During impella 5.5 support, the tuohy-borst of the anti-contamination sleeve assembly became detached from the t-lock. To preserve the contamination barrier, tegaderm was placed over the gap and the device continued to support the patient without issue until they received a heart transplant.

Event description:
A 69-year-old male patient was admitted with acute decompensated heart failure. The patient was taken to the cath lab where he underwent lad stent placement. He promptly infarcted with a st segment mi complicated by cardiogenic shock. Angiography showed an acute in stent thrombosis. He had been on an impella cp for his initial stent placement and had increased bleeding at the access site due to increased anticoagulation administration to dissolve the thrombus. Due to his acute cardiogenic shock, the patient was placed on va ECMO and transferred. The cp was upgraded to an impella 5.5 to continue to unload the left ventricle while on ECMO. The touhy-borst on the anti-contamination sleeve became detached from the t-lock. Due to not being sterile, tegaderm was placed over the sleeve and catheter without impact to the patient. Ultimately, the patient was transplanted on (B)(6) 2026 without incident. During impella 5.5 support, the tuohy-borst of the anti-contamination sleeve assembly became detached from the t-lock. To preserve the contamination barrier, tegaderm was placed over the gap and the device continued to support the patient without issue until they received a heart transplant.